Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet and a seized plunger with serum in the reported problem area of the pipette assembly. The tip clamp and plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.